Event description:
In 2009, pt reported he is experiencing leaking at insertion site and this has been ongoing for several months. Pt stated his blood glucose is elevated to 471 mg/dl today as a result of the leaking. He stated he delivered a correction bolus by injection and his blood glucose is currently back within target range. Pt reported he delivered a bolus of 8 units and states infusion site was soaking wet and he did not notice it right away but looked down and his shirt was wet. Pt stated he recently tried to deliver 4 units and there was again leaking from site. He reported he called to see if bolus delivery can be slowed. Advised standard bolus cannot be slowed, however, he can deliver extended bolus over a 15 minute span. Discussed site rotation, including using upper and lower abdomen, lower back, and upper bottom for insertion sites. Discussed effects of scar tissue on insulin absorption. Discussed use of infusion set and infusion set insertion device to assist with using alternate sites. Recommended pt change headset and insert in a new location. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Sent infusion set; no product return was requested. On follow up call five days later, pt reported he had not tried new products but had utilized the extended bolus feature and this did not cause leaking. Pt stated he placed headset in a new area and has not had leaking from this site and believes leaking is a result of scar tissue. Reviewed infusion site selection and management.

Manufacturer narrative:
No product will be returned for evaluation.